Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had delivery anomaly. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer's blood glucose level was 157mg/dl at the time of the call. The customer stated that the motor was not delivering and not moving. The customer stated that the insulin pump was under-delivering and bolus were slower than expected. The customer also stated that the insulin pump was not dropped, not bumped and not exposed to moisture. The insulin pump was returned for analysis.